Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps alarming failed battery test and battery out limit. Blood glucose value was 137 mg/dl. The customer stated that about a month back, the battery leaked into the insulin pump and now the battery compartment was corroded. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low batt, weak batt and batt out limit alarm due to failed battery test alarm. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.